Event description:
It was reported that device migration occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device met pass criteria and was successfully implanted. On (B)(6) 2020, the device was noted to have migrated proximally from the initial well seated position. The device was percutaneously removed with a bioptome and replaced with a 35mm watchman flx laa closure device. The patient was reported to be stable with no adverse events to report.